Event description:
It was reported that a patient had a withdrawal issue in 2010. There had been a problem with the ¿tube that runs down to his spine had developed a vacuum or something¿ and wasn¿t getting medication to his spine. A catheter revision was performed. The pump was also replaced due to longevity at that time. The pump was used to infuse morphine (unknown). No patient outcome was reported pertaining to this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j0058170r, implanted: (B)(6) 2001, product type: catheter. (B)(4).